Manufacturer narrative:
Product analysis: analysis found that the stylus of the programmer would occasionally not work and it was replaced and calibrated. The hard drive was reconfigured and software was reloaded and updated. The hard drive was replaced as preventative. The programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for corrective repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.